Event description:
While the surgeon was using the harmonic hd during a case, the hand piece faulted and stopped working. This was during a time where there was bleeding and it was needed for coagulation. Staff then had to open a new hand piece to the field. The procedure was completed as planned with the new device and no harm came to the patient. The faulty device was saved for clinical engineering. Upon investigation there were no physical defects to the device. It will be returned to the manufacturer for failure analysis. Per site reporter: we are awaiting a reply. The device will be returned for failure analysis, and any findings will be shared with FDA.